Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited a capture anomaly.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 10.6 cm to 10.9 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely contributed to the reported noise anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced dizziness and was pre-syncopal. Review of a merlin.net transmission revealed that the right ventricular lead exhibited noise. There was no evidence of pacing inhibition. The lead was explanted and replaced on (B)(6) 2015. No further information could be obtained.